Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was having low speed advisory alarms when connected to the mobile power unit (mpu). Log files and x-rays of the driveline were submitted to check for driveline integrity. The log file captured 6 low speed alarms between 0511 and 0516 on (B)(6) 2024 while the patient was connected to the mpu. To prevent further interruption in support, it was recommended to keep the ventricular assist device (vad) connected to battery power or an ungrounded cable until further investigation is completed. The submitted images were reported to be unremarkable. There were no other unusual events recorded in the log file event history. The cause of the reported alarms could not be confirmed. The patient was asymptomatic at the time of the alarms and no treatments were performed. The plan was to continue to monitor the patient and the patient was to contact the clinic if the low speed advisory alarm was to happen again.

Event description:
The possible causes could be something passing through the pump as the power increased up to 13.2 watts or it could be driveline damage.

Manufacturer narrative:
Section d1, brand name: corrected. Section d4, catalog number: corrected. Section d4, primary UDI number: corrected. Manufacturer's investigation conclusion: review of the submitted log files confirmed power elevations, low speed, and low flow events which appeared to be consistent with a material, such as thrombus, potentially passing through the pump; however, a specific cause could not be confirmed as no pump images were submitted by the account for review and the device remains in use. The submitted driveline x-rays captured an internal portion of the driveline and the entire external driveline; however, driveline wire compromise could not be confirmed via the submitted images. The submitted log file contained events from (B)(6) 2024. A transient power elevation was captured on (B)(6) 2024. Low speed and low flow hazard events were captured during the elevation. These findings appear indicative of a material, such as thrombus, potentially passing through the pump. No other notable pump related events or alarms related to the pump or driveline were captured. The pump appeared to function as intended at the fixed speed. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate ii lvas, including device thrombosis. This section also addresses all pump parameters, including pump power and pulsatility index (pi). In reference to power, this section states that pump power is a direct measurement of pump motor voltage and current. Pump flow is a calculated value that is estimated based on pump power. This section further states that changes in pump speed, flow, or physiological demand can affect pump power. This section explains that in general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e., the pump is providing less support to the left ventricle). Lower values indicate less ventricular filling and lower pulsatility (i.e., the pump is providing greater support and further unloading the ventricle). Section 4 of the IFU, ¿system monitor¿, explains "pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events are also referred to as pi events and may be initiated for reasons other than true pi events. Some reasons include sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed." This section also explains that if the system detects a pi event, the pump speed automatically drops to the low speed limit and slowly ramps back up at a rate of 100 revolutions per minute (rpm) per second to the fixed speed setpoint. Section 5 of the IFU, ¿surgical procedures¿, contains a sub-section entitled ¿implant procedures¿, which warns to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. Section 6 of the IFU, ¿patient care and management¿ provides information regarding anticoagulation, including the recommended inr (international normalized ratio) values. No further information was provided. The manufacturer is closing the file on this event.